Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 560 mg/dl. Customer had symptoms such as nausea and difficulty breathing. Customer was hospitalized for diabetic ketoacidosis. Customer was treated with insulin drip and shot. Customer was wearing insulin pump at the time of hospitalization. The customer reported the drive support cap to appear normal. Customer stated that cannula was bent when they removed the set with the insulin drip. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.